Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material adhered to the nozzle during the procedure and could not be removed sufficiently for some reason and remained in the air/water nozzle. The foreign material was found to be silicic acid, and likely was medicine or something used during the procedure. The event can be prevented by following the instructions for use (IFU) which state: "[3.3 inspection of the endoscope] inspection of the endoscope 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [3.8 inspection of the endoscopic system] inspection of the objective lens cleaning function inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a nozzle blockage and poor air supply. The issue was found during a diagnostic procedure, which was completed with the device. The customer stated "I think it took some time" regarding a possible delay, but did not provide further details. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: an unknown foreign matter clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an unknown foreign matter clogging the nozzle. In addition to the reportable malfunction, the following were noted: due to clogging of the nozzle, air and water supply volumes and water removal ability did not meet the standard values; due to wear of the angle wire, the bending angle in up direction did not meet the standard value and the play of the upward/downward angulation control knob was out of the standard value; the adhesive on the bending section cover had a white-clouded area; the image guide protector had a scratch; the adhesives around the objective lens had a white-clouded area; the plastic distal end cover had a scratch; the connecting tube had a dent, a scratch, and a wrinkle. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.